Event description:
The patient had the external fixator applied to the 1st metatarsal in the first week of may 2002. Two weeks later the doctor was performing another procedure on the patient in the or, unrelated to but in the same area as the external fixature device, and noticed that the bone screw clamp had cracked during treatment. Doctor ascertained that the distraction gained from the fixator was not compromised and decided to replace the entire fixator with another of the same model from inventory. The patient is expected to heal as desired.